Event description:
It was reported that following a lap hernia, the procedure was completed and as the surgeon was about to close, he noticed the duckbill seal had become loose in the pt's abdomen. Once identified, it was removed.

Manufacturer narrative:
Info anticipated, but unavailable at this time.